Event description:
Allergan aesthetics received a report of a patient treated with cool sculpting to abdomen on (B)(6) 2016 using legacy cool max applicator who developed paradoxical hyperplasia in abdomen diagnosed on (B)(6) 2017.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the cool sculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any cool sculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to abdomen on (B)(6) 2016 using legacy coolmax applicator who developed paradoxical hyperplasia in abdomen diagnosed on (B)(6) 2017.